Event description:
Post-op mastectomy pt had a large sized jackson-pratt reservoir which came apart. As a result, suction needed to facilitate drainage was non-existent until the device was replaced with a new one. There was no pt harm.